Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granulomatous inflammation" and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture and the device was "disintegrated," "contracture," baker grade unknown and "adhesions," and "granulomatous inflammation." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left-side rupture and stated that the device was "disintegrated." Patient also reported "contracture," baker grade unknown and "adhesions." Healthcare professional reported "granulomatous inflammation." Device was explanted.